Event description:
It was reported that following the implant of a transcatheter valve, the valve had failed due to valve stenosis. Subsequently, the patient was hospitalized due to heart failure symptoms and low ejection fraction. It was reported that a transcatheter aortic valve-in-transcatheter aortic valve procedure was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve had failed due to valve stenosis. Subsequently, the patient was hospitalized for optimization of heart failure symptoms and low ejection fraction. It was reported that a transcatheter aortic valve-in-transcatheter aortic valve procedure was scheduled. Additional information was received that the patient was symptomatic with fatigue and dyspnea on exertion. Heart failure was confirmed by echocardiogram and an elevated b-type natriuretic peptide. The valve-in-valve was performed successfully.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.